Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Review of the transmission revealed long charge time. There were no known factors that would have caused the extended charge time. Device replacement were recommended per recall recommendations.

Event description:
New information received notes that when the device was manually checked in-clinic, the charge time was found to be acceptable. The physician elected not to replace the device.